Event description:
Intera oncology was notified that a patient on glycerin treatment had a refill done on (B)(6) 2026, and a significant drop in pump flow rate to 0.05 ml/day was observed. The flow rate on (B)(6) 2026, was 0.32 ml/day. The nurse confirmed that the bolus pathway could be flushed without resistance. The patient was transitioned to heparinized saline for short-term follow-up; delayed return of heparinized saline was noted during the refill procedure. The patient was scheduled for follow up on (B)(6) 2026. In the interim, the patient recently underwent CT imaging, and the clinic staff will ask radiology to evaluate for potential issues such as catheter kinking, distal thrombosis, or other mechanical concerns.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As of today, we are waiting for the refill results from (B)(6) 2026. Therefore, once we receive the results of this refill and additional information from the clinic, a supplemental report will be submitted with the updated information.